Manufacturer narrative:
H3: hardware analysis was completed on the returned returned probes. The support arm was slightly bent causing a high geometry error that wouldn't allow tracking. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the small passive cranial reference frame and passive planar blunt probe were not recognized due to sterilization wear. There was no patient involvement. Additional information was received. It was reported that the probe verified, but with extreme difficulty after trying different angulations. After several attempts on the cranial reference frame divot and not tracked afterwards. It was verified that the instruments were added to the procedure in use. The camera was working correctly, and the status leds did not indicate any faults. The other cranial reference frame and probe were verified and tracked successfully. The camera was repositioned so that distance indicators fell to the center of the bar. They checked the correct insertion of spheres, cleaned and dried the spheres, and then replaced the spheres. Additional information was received. It was reported that the reported issue occurred intraoperatively during a tumor resection procedure. There was a reported delay to the procedure of almost twenty minutes due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.